Manufacturer narrative:
It was reported by the customer that she continued to experience high blood glucose on 06/13/2016. The customer stated that she blacked out while walking to open a door; the customer fell and broke her hip. The customer stated that she was hospitalized that afternoon and had surgery on 06/15/2016. The customer stated the hospitalization for the broken hip may have been caused by high blood glucose. The customer stated that she is not sure if the ER doctor or her endocrinologist removed her from insulin pump therapy. The customer declined to be transferred to the 24 hour help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl recently, and that she felt nauseated. The patient stated that his cannula was wrinkled and he changed the infusion set. His current blood glucose is 253 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap was normal. The customer declined to check his settings. A high pressure test was also declined since the customer did not feel there were any additional issues outside of the hyperglycemia. No products were returned or replaced.